Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer has not been receiving "low reservoir' warnings when the reservoir is almost empty. The customer's blood glucose was not recorded. The customer was on the way to the hospital to get more insulin and had complained of no delivery alarms. The customer stated they will call back because they had arrived to the hospital and had to go. No further information was provided.